Manufacturer narrative:
The reported event that one of the reported devices broke or snapped off could not be confirmed. The returned instruments are undamaged. Based on investigation, the root cause of the determined event was attributed to a user related issue. The failure was caused by an assembling/handling issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The customer reported that when the lag screw was being inserted the lag screw snapped off the inserter. The customer reported that they were using the one step insertion approach and that the bone was very hard. The consultant thought with hindsight that they should have tapped because of the hardness of the bone. After the screw snapped a piece remained in the patient and this was removed using a reduction instrument. Another screw was available to complete the case. There was a surgical delay of approximately 20 minutes.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that when the lag screw was being inserted, the lag screw snapped off the inserter. The customer reported that they were using the one step insertion approach and that the bone was very hard. The consultant thought with hindsight that they should have tapped because of the hardness of the bone. After the screw snapped, a piece remained in the patient and this was removed using a reduction instrument. Another screw was available to complete the case. There was a surgical delay of approximately 20 minutes.